Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 235 mg/dl. The customer stated that having trouble with pump. The customer stated that air bubbles is large and were noticed at filling process. The customer was assisted with the priming tubing to filter bubble out of reservoir. The reservoir will not be returned for analysis.